Event description:
Information was received from a patient who was receiving saline (pfns, pbs) via an implantable pump for non-malignant pain indications for use. It was reported that they had a pump implanted on the left side yesterday, but the issue was with its placement. The patient stated that the pump was overlapping their pelvic bone, and it seemed to them it was too far to the left. The patient mentioned when they sit down it was kind of painful but there was so much other pain going on around it. The patient was redirected to their healthcare provider (hcp) to further address the issue. There was saline currently in the pump. The patient stated that the hcp mentioned possibly utilizing a belt to move the pump into a better position. Additional information was received from the patient reporting that the pump was placed in the left abdomen, but left resting on the iliac crest. They were asking how long do they had to wait to have it relocated. They inquired about their surgeon placing their device overlapping their iliac crest, with a constant rubbing of the device and bone. Healthcare provider (hcp) told patient to try to use a belt to push the pump up and over the bone. They stated that they felt that that was an impossibility. Patient stated that they had a company representative (rep) there overlooking the procedure and wondered why rep did not interject about the placement. The patient stated that they had 2 successful pumps placed in their right abdomen in the past 12 years and they worked perfectly. They stated that they believe that the doctor did not purposely locate the pump in the wrong area, but consequently, he did. They did not mean to place blame on anyone else, but they wanted to let medtronic know that equipment was placed incorrectly. Additional information was received from the healthcare provider (hcp) reporting that the pump was put in the right place midway between ribcage and illiac crest. Patient started to complain next day. Patient did no wear abdominal binder and was expecting that the pump would be subcostal. They advised the patient to wait and wear abdominal binder. They examined and the pump was in place, not floating or flipped. The patient's symptoms did not resolve as the patient was "so minded to be high in the subcostal area despite discussion". The pump placement seemed appropriate to the healthcare provider (hcp). Actions/interventions taken to resolve the pump placement was that they the hcp failed to convince the patient and would move the pump up surgically. The issue had yet to resolve until surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via the company representative (rep) reported that the pocket revision to move the pocket, "cephalad and medial for comfort" occurred. Original pump segment removed, 2 cm of the spinal segment removed and a new pump segment implanted. Two revision pieces were used as doctor accidentally deployed the first revision piece. Catheter aspirated, pre-and post disconnection. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.